Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2022 at 10:57am, an urgent pacemaker follow-up was performed because of suspected pacing failure. As a result of the pacemaker interrogation at the hospital, no findings related to the pacemaker or lead were found. Information was collected at the nurse station. On the ECG monitor, there were no pacing spikes and pacing waveforms for about 15 minutes from (B)(6) 2022 10:24pm to 10:39pm, and an intrinsic rhythm (about 38 bpm) was only recorded. The output with a sufficient margin was set for the threshold value. In addition, stored data did not have any records such as oversensing. The patient was scheduled to be hospitalized on (B)(6) 2022 because she was prone to heart failure, but on (B)(6) 2022 she complained that it was "painful to lie down" and was urgently hospitalized. As reported on (B)(6) 2022, the event had reappeared on (B)(6) and (B)(6). Reviewing available data confirmed one episode of egm suspected of lead insulation damage with ventricular high heart rate. In addition, pacing failure was confirmed after noise oversensing. The patient had an intrinsic rhythm and had no adverse event problems. Currently the pacemaker is set to unipolar and high output, and the patient is being followed-up.